Event description:
It was reported that dissection occurred. The patient presented with peripheral artery disease for intravascular ultrasound (ivus). The target lesion was located in a mildly tortuous and severely calcified left superficial femoral artery (sfa). The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image disappeared and under flouroscopy it was noted that something was damaging the catheter tip. The catheter had become wrapped around the 0.018 guidewire and the distal tip was kinked. The device was removed intact by walking out over the wire. However, the physician stated that the catheter had caused a dissection in the proximal sfa. The decision was made to not use ivus. The area was stented to successfully complete the procedure. The patient was stable and fully recovered.

Event description:
It was reported that dissection occurred. The patient presented with peripheral artery disease for intravascular ultrasound (ivus). The target lesion was located in a mildly tortuous and severely calcified left superficial femoral artery (sfa). The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image disappeared and under flouroscopy it was noted that something was damaging the catheter tip. The catheter had become wrapped around the 0.018 guidewire and the distal tip was kinked. The device was removed intact by walking out over the wire. However, the physician stated that the catheter had caused a dissection in the proximal sfa. The decision was made to not use ivus. The area was stented to successfully complete the procedure. The patient was stable and fully recovered.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked. Broken drive shaft and imaging core windup was found within the telescope section of the device that began near the distal end of the connector shaft. Impedance test shows an electrical open at proximal wave form. Microscopic inspection revealed the guidewire exit port was found damaged (deformed/lifted).